Event description:
Motor vehicle accident with trauma to abdomen. Seen in the ed on (B)(6) 2010, 5 days after implantation of bilateral deep brain stimulator electrodes and implantation of single rechargable unit in her right chest. On the drive home, she was involved in a mva, struck on the passenger side, and ultimately transferred to (B)(6). On arrival, her abdomen was tender. CT showed free air, concerning for perforation. Left facial weakness remains from initial post-op stroke. Generator was checked and noted to be off. Surgical abdominal exploration showed no evidence of viscus perforation. There was a large amount of stool throughout the colon, but particularly in the rectum, consistent with fecal impaction and constipation. She was started on miralax and given a milk of magnesia enema, and advanced to regular feeds on (B)(6) 2010. On (B)(6) 2010, she had some periods of staring spells. Neurology was consulted and an eeg was performed. On (B)(6) 2010, all consults were in agreement that she was stable for discharge home. Discharge diagnoses included: status post mva, history of deep brain stimulator placement, s/p exploratory abdominal surgery for pneumoperitoneum, no perforation noted, fecal impaction/constipation, history of cp with complex medical history, staring spells with possible seizure activity. Seen by gi on (B)(6) 2010 with persistent abdominal distention and emesis, usually dark and intermittently contains flecks of fecal-like matter. Constipation is currently well controlled. Ordered ugi with sb follow-through to rule out partial small bowel obstruction and an enterocoli fistula. On (B)(6) 2010, still projectile vomiting yellow with black specks, mom denies blood. Abdomen still swollen. On phenergan and compazine routinely. Seen by gi again (B)(6) 2010, highly suggestive of chronic intestinal pseudoobstruction. Plan to schedule admission to confirm or rule out ciip and refer for a diverting ileostomy if ciip is confirmed. On (B)(6) 2011, aunt called, (B)(6) passed away (B)(6). No autopsy performed.